Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), urinary tract infection ("urine infections"), anxiety disorder ("anxiety disorders"), fatigue ("chronic tiredness") and adverse event ("cosmetic damage"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, metrorrhagia, urinary tract infection, anxiety disorder, fatigue and adverse event outcome was unknown. The reporter considered adverse event, anxiety disorder, fatigue, metrorrhagia, pelvic pain, swelling and urinary tract infection to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.561 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), urinary tract infection ("urine infections"), anxiety disorder ("anxiety disorders"), fatigue ("chronic tiredness") and adverse event ("cosmetic damage"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, metrorrhagia, urinary tract infection, anxiety disorder, fatigue and adverse event outcome was unknown. The reporter considered adverse event, anxiety disorder, fatigue, metrorrhagia, pelvic pain, swelling and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.